Event description:
It was reported, while in the cath lab, the md prepped the iab per instruction. Using a sheath, the md inserted the iab via the right femoral artery. When the pump was switched on, the helium leak alarm occurred and there was blood in the drive line. The md removed the iab and sheath as one unit. The md inserted another iab with success. There were no reported patient complications.